Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-feb-2025. Investigation summary bd received one (1) sample and four (4) photos for investigation. The evaluation of the sample and photos indicated the presence of improper assembly, which caused the hemogard closure assembly to not be placed correctly on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had a cocked stopper. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had a cocked stopper. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.